Event description:
Reason for revision : mal-alignment of the acetabulum causing dislocation in the hip.

Manufacturer narrative:
Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined through depuy cork¿s investigation. Returned product will have a product analysis conducted by the supplier. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.